Manufacturer narrative:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered atrioventricular (av) heart block 3rd degree requiring surgical intervention (pacemaker implantation). While ablating at a maximum of 30 watts, av heart block was noticed. Patient was put in observation throughout the day to see if the conduction would recover; however, it did not, and the patient received a pacemaker implantation at the next day. Patient had fully recovered. No bwi product malfunctions were reported. Device evaluation details: on (B)(6)2021, the bwi product analysis lab received the complaint device for evaluation and the evaluation has been completed. The device was visually inspected, and it was found in good conditions. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. Also, as per physician¿s opinion, they were ablating and he didn¿t catch the heart block because it was at the edge of the recording system screen. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. No malfunctions were observed on the device during the product analysis. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Additionally, the IFU states that heart block can be an adverse reaction related to radiofrequency (rf). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30453326m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered atrioventricular (av) heart block 3rd degree requiring surgical intervention (pacemaker implantation). While ablating at a maximum of 30 watts, av heart block was noticed. Patient was put in observation throughout the day to see if the conduction would recover; however, it did not, and the patient received a pacemaker implantation at the next day. Patient had fully recovered. Physician believes he didn¿t catch the heart block because it was at the edge of the recording system screen. Additionally, the premature atrial contractions (pacs) during the case made it look like there were more atrial contractions that ventricle contractions. No bwi product malfunctions were reported.